Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with alarms during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarm during the prime process. The customer's blood glucose reading is 130 mg/dl. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.